Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not turn on; power supply found out of electrical specification. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer will not turn on. Different power cords were tried and still unable to turn on. The programmer was returned for repair. There was no patient involvement.